Event description:
.

Manufacturer narrative:
In view of the fact that the original failed device was not returned, and no remaining device from the same shipment, and not lot number for retained samples, we could not do any device eval.